Manufacturer narrative:
Lot number, date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part mfg date: 08/28/2013, part exp. Date: n/a (for s part numbers), DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Corrected data. Manufacturing location. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing for this part (unknown screw) is unknown. (B)(4) was reported in error on the previous medwatch. The device remains in the patient and has not been returned to the manufacturer for review. A date of receipt was provided on the previous medwatch in error. An evaluation of the device has not been completed as no device has been returned. Date of manufacture for this part is unknown. A release date was submitted on the previous medwatch in error. Without a lot number, a device history record review could not be completed. The results reported on the previous medwatch were submitted in error. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a locking compression plate (lcp) and screw were implanted on (B)(6) 2012. During the removal of the equipment, on (B)(6) 2015, the surgeon encountered difficulties because one of the screws is welded to the plate. The broken screw from going on the slopes of fibula and cannot be removed. This report is for an unknown screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information is unknown. This report is for an unknown screw/unknown lot. (B)(6) 2012, day unknown. Piece of device remains in the patient; device was not explanted. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.